Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal due to sensor failure, pt noticed that a sensor fragment had remained inserted in his skin. Pt proceeded to remove the fragment with his own fingers. At the time of his call to dexcom technical support, pt reports that the insertion site looked fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, event in the absence of any evidence of physical harm or necessity for intervention.